Event description:
New information received notes that programming changes were made to the implantable cardioverter defibrillator. Patient condition was stable.

Manufacturer narrative:
Correction: for "h2 - follow-up type" in 2017865-2023-93873 submitted on 7 dec 2023, "additional information" should have been selected instead of being empty.

Event description:
It was reported that the patient presented with post-sensed t-wave over-sensing and pseudo-pseudo fusion exhibited on the implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences.